Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that a fiber-optic sensor failure was generated and the central lumen became clotted. The customer tried to reconnect fiber-optic cable but it did not work. There was no reported injury to the patient.